Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the green power light would not light up on the power module but still worked as expected. The power module would be returned for servicing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿green power on light does not light up on the power module¿ was confirmed with the evaluation of the returned power module (serial # (B)(6)). The returned device was powered on and activating the self test function confirmed the ¿power¿ and ¿green battery charge¿ icons was not functioning as intended. The evaluation confirmed the reported issue was related to damaged led component. Further evaluation could not be performed, and a root cause of the damaged led component could not be determined during the evaluation. Repair preventative maintenances were performed. Performed all tests as per procedure, which passed all testing. The power module will be returned to the rental pool. Incidental finding: the provided reference photos captured a corroded battery clip. The damage does not appear to be manufacturing related. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. In section 3 of both manuals, powering the system, describes all audible and visual alarms. Also in this section describes how to perform the power module self test. To perform a power module self test: 1. Press and hold the power module's silence alarm button for five seconds. 2. Listen for 3 beeps and watch the front of the power module. The lights should come on in sequence¿one at a time, not all at once. 3. If any of the following occurs, the power module may have a problem: ¿ no sound ¿ anything other than 3 beeps (such as continuous beeping or a broken tone) ¿ all the lights come on at once ¿ all the lights remain off ¿ one of the lights does not come on 4. If any of these conditions occur, please contact the company. Otherwise, the power module passed the self test and is ready for use. No further information was provided. The manufacturer is closing the file on this event.